Manufacturer narrative:
(B)(4).

Event description:
New information provided from the customer stating the vitrectomy surgery was completed after exchanging the system. There was no patient harm.

Manufacturer narrative:
The customer reported the 'intraocular pressure (iop) rose from 30 to 70mmg'. The system was switched out and the case was completed without further delays. Additional related information was requested but was not obtained. As stated in the operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line product evaluation the company representative tested the system and was unable to replicate the reported event. In an additional follow up with the sales representative, it was determined that the reported event was attributed to the customer¿s use of the footswitch pedals. The company representative spoke to the doctors about proper footswitch use. The system was manufactured on january 11, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a patient experienced the intraocular pressure rise from 30-70 during a procedure. Patient impact is unknown. Additional information has been requested but none has been received.